Manufacturer narrative:
Internal complaint number: (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaint was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period jun 2019 through may 2021 was reviewed. There were no triggers identified for the review period. Testing of actual/suspected device & testing of raw/starting materials: (10/13/22) the device was returned to the factory for evaluation on 05/17/2021. An investigation was conducted on 05/25/2021. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed on the harvesting handle. The entire cold jaw was observed to be detached from the jaw. The detached cold jaw was returned for evaluation. There were no visual defects observed on the cold jaw. The hot jaw was observed to be intact. No visual defects were observed. Based on the returned condition of the device, the reported failure "peeled jaw" was not confirmed, but was confirmed for the analyzed failure "break; jaw".

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
H1 corrections: type of reportable event has been changed to serious injury. Internal complaint number: (B)(4).

Manufacturer narrative:
Trackwise ID #(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500, the plastic part of the bottom jaw broke in two pieces in patient while sealing a branch, jaw was retrieved with new evh kit that was opened and procedure successfully completed. No additional incisions, no procedural delay, no injury.